Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was taken to explant and replace the device.

Manufacturer narrative:
The report event of ineffective therapy due to high impedance was confirmed. As received, visual inspection showed the returned lead was ineffective stimulation due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.